Event description:
Liver transplant - "when clamp was removed from the portal vein surgeon noted that the soft pad on the insert was separated from the firm insert which was seated on the clamp. All parts were recovered. A yr ago, we had the same scenario except in that case the inserts failed with both inserts detaching from clamp while surgeons were suturing the inferior vena cava - another type of clamp was applied immediately. Our clamps were inspected and found to be patent." Medwatch - event description: "surgical clamp inserts were applied onto clamp in usual fashion. Clamp was placed on portal vein during liver transplant. When clamp was removed, surgeon noticed that the soft pad was separating from the part that seats onto the clamp. No pt harm."

Manufacturer narrative:
We are responding in receipt of the medwatch report # (B)(4). No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 crn 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.